Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a possible electric leakage. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar graspers instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage or functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.